Event description:
It was reported by the customer that "pouches exhibited cuts and nicks." No other information was provided. The customer stated this occurred with multiple pouches however the exact quantity involved was not provided to bd vascular access devices field assurance.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.